Event description:
It was reported that an "excessive ultrafiltration" event occurred during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.